Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pressure module had a red "x" over it. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The customer swapped the module to a different slot on the perfusion system and that did not solve the issue. They then rebooted the system. They then took another module off another system and the pressure module from the other system worked. The suspect module was put on another system base and the red "x" came up again when the user facility's biomedical engineer (biomed) was testing the unit after the case.